Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm amplatzer amulet was selected for implant in a left atrial appendage (laa) occlusion procedure. The delivery system used was a 14f amplatzer amulet delivery sheath. Prior to the procedure, a CT scan was performed to analyze the auricle and determine the size of the prosthesis. The patient was fragile due to age and history and at the start of the procedure had a small pericardial effusion present. During the procedure, while the device arrived in the auricle and was being positioned in the ball shape (partially deployed state), a auricula lesion at the base of the ostium was found. The auricula axis and anatomy were suggested to be factors, as during positioning, the axis was not correct to deploy the prosthesis. The operator tried to correct the axis and felt a jump when they tried. This is when it's suspected that the wound occurred. The device was successfully implanted within the patient, but the small pericardial effusion greatly increased due to the procedure. The patient was convert the to cardiac surgery. The patient passing away in the process on (B)(6) 2022 due to pericardial effusion.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but the field indicated that they suspect the wound occurred when the physician was repositioning the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.